Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm light emitting diode (led) failure alert when the ventilator was powered on, however the led is working. There was no patient involvement. The customer spoke with the remote service engineer who advised to replace the power switch overlay and provided the part number for the customer to order a replacement. The customer replaced the power switch overlay and the issue was resolved. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.